Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. The patient¿s pump was explanted. The pre-operative diagnosis was noted as malfunctioning intrathecal pump. The pump was explanted and the patient was taken back to the recovery room in stable condition and discharged home with post-operative instructions. There were no patient symptoms reported and no further complications.